Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Additional information has been provided in b5. Corrected information has been provided in b1(is product problem); d4(catalog, serial); d3( manufacturer fax). B1: ticked to capture malfunction problem. The cause of the injury was not determined due to insufficient clinical details. The cause of position issue was not determined due to insufficient clinical details and no product was returned. The cause of the bleeding issue was not determined due to insufficient clinical details and no product was returned.

Event description:
Additional information received stated that, during patient rounds today, the nurse informed me that patient yesterday evening changed rhythms from normal sinus rhythm to normal sinus rhythm with 4 to 5 beat runs of ectopy. Due to ectopy noted on the ECG, cardiology ordered an echo and dr. Sammie, cts, came to the bedside. Echo showed pump pointed more towards septum and dr. Sammie repositioned the device which resulted in resolution of the ectopy. Patient EKG returned to normal sinus rhythm. No further issues since repositioning have been noted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 was surgically implanted via the right axillary/subclavian artery in a 54-year-old male patient with cardiomyopathy presenting in scai stage e shock. During support, a hematoma developed at the impella access site after the patient was transferred to the ICU, localized to the repositioning unit/introducer hub valve. The hematoma remained stable, required no blood products, and improved with conservative management, including arm elevation. The patient was receiving anticoagulation at the time, and patient movement was also reported, both of which may have contributed. In addition, during routine rounds, the patient developed short runs of ectopy. Echocardiography demonstrated that the pump was oriented toward the septum, and repositioning of the impella resolved the arrhythmia immediately, with return to normal sinus rhythm and no recurrence. In both cases, no allegations of device malfunction were made, hemodynamic support remained intact, and repositioning or conservative management corrected the events. The patient was successfully weaned from the impella 5.5 and survived to explant without further complication. Based on the available information, the access site hematoma and transient ectopy appear clinically associated with expected procedural and positioning related risks of large bore surgical support rather than an impella 5.5 device malfunction. The device functioned as intended throughout support, and no evidence suggests a structural or performance related defect.